Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up on (B)(6) 2013. The pulse generator exhibited backup vvi operation. A software download could not be performed. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis of the pulse generator confirmed that it was operating in backup mode. Following a firmware download, the device exhibited normal characteristics.